Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. An image was provided. A follow-up report will be submitted upon investigation completion.

Event description:
During a maxillofacial surgery procedure ¿ bilateral tmj arthroscopy: right side: wilkes iii, ac level iiic. Synovitis I, chondromalacia ii, roofing 0% to 100%, capsulotomy + toxin 25 u, disc repositioning + discopexy with 1 postero-lateral resorbable pin, bupivacaine + corticosteroids posterior subsynovial, radiofrequency coagulation, prp + ha 3 ml intra-articular. Left side: wilkes ii, ac level iib. Synovitis ii, chondromalacia ii, roofing 90%, toxin 25 u to the pterygoid muscle, bupivacaine + corticosteroids posterior subsynovial, radiofrequency coagulation, prp + ha 2 ml intra-articular. These needles were used in the surgical field, and metallic fragments were observed to detach during needle withdrawal, which then had to be removed. There are two medical device reports associated with this event. This report is for the second lot number.